Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this pacemaker was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned data were inspected. The minidump inspection showed no anomalies. The follow-up printout from april 25th, 2024 revealed the presence of noise, simultaneously in the ECG (I and iii) and the a and v channels of the iegm, whose morphology suggest external noise sources. Due to the detection of noise, the pacemaker switched in the noise-mode, as expected, and paced with the programmed base frequency of 50 ppm. Further inspection of the data confirmed the presence of noise in the ra channel, leading to at episodes. Based on the information available for analysis, the integrity of the ra lead cannot be ensured. However, the data showed no indication of a pacemaker malfunction. In conclusion, the pacemaker was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the available device data showed no indication of a device malfunction.

Event description:
During a follow-up it was observed that there is an intermittent loss of capture on the ventricular channel. The pacemaker is still implanted. Should additional information be received, this file will be updated.